Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2208-50, serial #:(B)(4), description:st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the location of the implant was bothering the patient. The patient underwent an explant procedure.